Event description:
It was reported that the patient underwent inguinal hernia repair on (B)(6) 2015 and absorbable straps were used to secure the mesh. Upon examination of the device later in the day, the white plastic tip was not attached to the device. It was reported that no parts fell off the device during the procedure and no additional intervention was required. There was no adverse patient consequence reported and the patient is reported to be doing well.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The evaluation found the plastic cap fell off.